Event description:
Reportable based on device analysis on (B)(4) 2013. It was reported that during ablation procedure, a power issue occurred. The patient was undergoing treatment for atrial flutter. A 7-110-2.5-7-4 blazer prime htd was selected and advanced to the atrium. The physician then tried to increase the ablation power however the device wattage remains zero. The physician removed the catheter outside the patient's body. The procedure was completed with a non bsc product. No patient complications were reported and the patient¿s condition was stable. However, device analysis revealed that the distal end presents a burned blood.

Manufacturer narrative:
Age at time of event: 18 years or older. Complainant city: (B)(6). (B)(4). Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned presents the distal end with burned blood. The unit passed rf ablation testing and electrical testing. Device within product specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was 'not confirmed'. (B)(4).